Manufacturer narrative:
Device evaluated by MFR.: the product return contained an angiojet avx. The assembly, supply line, shaft, tip, and spike line were all visually examined for potential damage. Inspection of the shaft revealed severe damage and stretching starting 1cm from the tip, and going down until 3.5 cm from the tip. A functional test was performed. The pump was placed into the ultra drive console and the device primed with no complication. The device was run for a total time of 90 seconds in thrombectomy mode. The device stayed within the expected range of the product. No additional catheter or shaft damage was noted during testing.

Event description:
It was reported that catheter break occurred. The target lesion was located in the arm. An angiojet avx was used in a thrombectomy procedure. During withdrawal, it was noted that the catheter looked like it was about to separate between the two markers and the holes were stretched out. The procedure was completed with this device. No patient complications were reported.